Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he has been experiencing high blood glucose for a week. The customer stated he might not be counting the carbs correctly and does not have a serter to insert the infusion sets. Blood glucose value was 444 mg/dl, 398 mg/dl and current reading was 278 mg/dl. The customer stated she felt his legs numb and swollen. The drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. The insulin pump passed the high pressure test. The customer declined to check for site and insulin issues. He also declined to check the settings as he had already done it with the trainer. Customer had changed the reservoir and insulin and was assisted with the infusion set change. He was advised to monitor the insulin pump and contact the doctor to discuss the issue.